Manufacturer narrative:
As reported, during a procedure, the optifix fixation device fasteners did not fixate the mesh. The fixation device deployed fasteners appeared to be crooked and had issues while firing. Based on the information available, no definitive conclusion can be made at this time. Without the sample, a root cause or probable root cause cannot be determined. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (01-jul-2025) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure of attempting to fixate ventralight st w/echo ps, the tackers that came out of the tacker were crooked and they didn't fixate the mesh properly. It was reported that counter pressure was applied to the distal end of the device using contra-lateral hand. None of the fasteners fixated the mesh successfully and those which were not fixated were removed from the patient. There was no reported patient injury.